Manufacturer narrative:
Ipth reference range: 18.5-88.0 pg/ml review of complaint activity for alinity I intact pth reagent (list 8p31) and lot number 00511l819 did not identify an increase. No customer returns were available for evaluation. In-house testing using a retained file kit of lot 00511l819 was performed to evaluate assay performance. Acceptance criteria was met indicating acceptable product performance. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of product labeling was performed which provides appropriate information related to the customer¿s issue. Based on the available information, no systemic issue or deficiency of the alinity I intact pth assay was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p31-24 that has a similar product distributed in the us, list number 8p31-21.

Event description:
The customer reported falsely elevated alinity I intact pth results on two patients. Results provided: (B)(6) 2020: patient 3: = 154.8 pg/ml, another chemiluminescence method = 111.7 pg/ml. Patient 4: = 142.3 pg/ml, another chemiluminescence method = 97.2 pg/ml no impact to patient management was reported.